Event description:
Caller states that during a correlation study, the following coaguchek xs/lab results were obtained: 3.3 inr/2.5 inr; 5.3 inr/3.6 inr; 2.4 inr/1.9 inr; 3.3 inr/2.4 inr. No action taken on device results. No adverse event reported. Requested return of suspect device, however strips are unavailable for return.

Manufacturer narrative:
All pts were on coumadin, therapy dates are unk. No other pt info provided.